Event description:
Independent repair center customer alleged low o2 or yellow light and the key failure is the valve is sticking. Additional malfunctions include the power switch for the control had a short circuit.